Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20053383, medical device expiration date: 2023-05-20, device manufacture date: 2020-05-18. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing ballooned and ruptured. The following information was provided by the initial reporter: material no: (B)(4) batch no: 20053383, unknown. It was reported that there have been multiple reports of IV tubing ballooning and rupturing. Verbatim: date of event: (B)(6) 2020. Product involved: bd alaris pump infusion set. Description of event: pt coded- pea shortly before 1am. Gtts were being changed to concentrated to avoid fluid overload and when reattached to patient and programmed, alaris kept alarming occluded patient side despite everything being unclamped/unkinked. Levophed was not running adequately through line and bp started dropping. Pt brady'ed down and went into pea. Following the code, part of the tubing ruptured- rl being done. Levo currently at 26, vaso at 0.03- neo currently off. Tmax 39.2- cooling blanket applied, ice packs applied, tylenol given. No changes to vent settings, however ino at 40 added. Pt still satting low 90s/high 80s. No bm, insulin coverage given x3. Uo 160 for shift. A second incident was noted in micu 22, this was caught by the rn during line rec. IV tubing was changed.

Manufacturer narrative:
H6: investigation summary. 1 photo was returned by the customer. It was reported that there have been multiple reports of IV tubing ballooning and rupturing. After examination of the photo, it was determined that a balloon was observed in the pump segment. The complaint can be verified. A device history record review for model 2426-0500, lot number 20053383 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing ballooned and ruptured. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20053383, unknown. It was reported that there have been multiple reports of IV tubing ballooning and rupturing. Date of event: on (B)(6) 2020. Product involved: bd alaris pump infusion set. Description of event: pt coded- pea shortly before 1am. Gtts were being changed to concentrated to avoid fluid overload and when reattached to patient and programmed, alaris kept alarming occluded patient side despite everything being unclamped / unkinked. Levophed was not running adequately through line and bp started dropping. Pt brady'ed down and went into pea. Following the code, part of the tubing ruptured- rl being done. Levo currently at 26, vaso at 0.03- neo currently off. Tmax 39.2- cooling blanket applied, ice packs applied, tylenol given. No changes to vent settings, however ino at 40 added. Pt still satting low 90s / high 80s. No bm, insulin coverage given x3. Uo 160 for shift. A second incident was noted in micu 22, this was caught by the rn during line rec. IV tubing was changed.